Event description:
Two depuy acromed monarch screws broke post-operatively at the s1 level. The screw size used was 5.5mm. The screws broke off in the sacrum and the surgeon had to burr them out. A second procedure was performed to replaced the broken screws with monarch in a larger size.